Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when the other layer of the sterile implant was opened in the or room, the staff saw a long black hair was sticking to the label on the packaging. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates the investigation of the complained package shows that there is a hair at the outer blister. As the carton package is open, we are not able to identify the definitive source of the hair. However, the supplier for sterilization will be informed about this issue. There are many measures in place to prevent such occurrences while sterile packaging procedure. As the hair is outside the sterile barrier, there is no risk for the sterility of the sterile implant.